Manufacturer narrative:
Based on the reported information and evaluation of the returned product the findings were as follows. The initial complaint was valid. The product was mislabeled. The investigation has proved this to be an isolated occurrence. Based on the fact that the mislabeling was not a safety risk and was recognized, it was recommended that the product be replaced with the correct label. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes. Pursuant to 21 cfr 803 24 neither the filing of this medical device report nor the information contained herein shall be construed as an admission or acknowledgement that the information submitted to integra lfesciences holding corporation or any of its subsidiaries is valid or that the device caused or contributed in any way to a death or serious injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The customer reported that the box was labeled as 110-4hc (complete ventricular bolt pressure monitoring and drainage kit). However, the components inside the box were for the product 110-4hmc (complete micro ventricular bolt pressure monitoring and drainage kit). Additional info has been requested, however, no additional info has been provided.